Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-53 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead demonstrated non-capture, and high impedance of greater than 3000 ohms about a year after implant, and the lead alerts were programmed off at that time. It was further reported that the lv lead had a possible fracture. The lv lead was capped and remains inactive in the patient. No patient complications have been reported as a result of this event.